Event description:
It was reported that the customer has been hospitalized for high blood glucose. The blood glucose reading was 500 mg/dl at time of the call. Troubleshooting was performed, and the basal rates and settings in the insulin pump were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.